Manufacturer narrative:
Results: (B)(4) incident samples were returned for evaluation. Each incident lot tube was visually inspected for breakage. No breakage was noted in any of the tubes. Simulated use testing also revealed no defects. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 4339593 conclusion: there was no evidence of breakage in any of the incident and control lot samples following centrifugation, the tubes performed as expected with no product issues. This complaint is not confirmed for breakage.

Event description:
It was reported that after using 16x100 mm 8.5 ml bd vacutainer® plus plastic sst tube. Red/gray conventional closure to draw blood 48 samples were centrifuged at 5000 rpm. Of the 48 samples the bottom of (B)(4) samples broke off. No injury mucous membrane exposure or medical intervention.